Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with an optrell mapping catheter with trueref technology and the patient experienced complete heart block. The patient came into the procedure with a pre-existing left bundle branch block. While mapping the right ventricle with the optrell catheter, the patient went into complete heart block. The physician inserted a temporary pacemaker and the patient was observed overnight before deciding next steps. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #: (B)(4).